Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was only implanted for a few weeks and had exhibited loss of capture when programmed in unipolar at 5v @ 1ms. Subsequently, this rv lead was explanted and replaced successfully. However, during the removal of the lead it was noted the physician had a difficult time removing it as the helix would not retract. The physician was able to remove the lead only with gentle traction and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. No lead issues were noted that would have caused or contributed to the observed loss of capture. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip noted that tissue was entwined in the helix. Due to the presence of this tissue, a helix mechanism test could not be completed. The tissue in the helix likely contributed to the helix retraction difficulties experienced in the field. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known, documented risk for this product.

Event description:
It was reported that this right ventricular (rv) lead was only implanted for a few weeks and had exhibited loss of capture when programmed in unipolar at 5v @ 1ms. Subsequently, this rv lead was explanted and replaced successfully. However, during the removal of the lead it was noted the physician had a difficult time removing it as the helix would not retract. The physician was able to remove the lead only with gentle traction and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was only implanted for a few weeks and had exhibited loss of capture when programmed in unipolar at 5v @ 1ms. Subsequently, this rv lead was explanted and replaced successfully. However, during the removal of the lead it was noted the physician had a difficult time removing it as the helix would not retract. The physician was able to remove the lead only with gentle traction and a new lead was implanted. No additional adverse patient effects were reported.